Event description:
It was reported that the PICC line migrated into the pulmonary artery.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.